Manufacturer narrative:
E2 updated to indicate initial reporter was a health professional. E3 updated to physician. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed, 10 sample ids (sids) were identified to have CT greater than 38 on target response, which was the customers original concern. The curve analysis was performed for these 10 sids. The runs involving these sids were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curves were identified. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-091) lot 525462 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 525462 is performing outside of established design performance specifications. All discrepant results were near and/or at assay limit of detection (lod); therefore, the positive interpretations may not be 100% reproducible using the alinity m sars-cov-2 assay. Additionally, the sensitivity for the sars-cov-2 assay varies between platforms. If the alinity m sars-cov-2 assay is more sensitive (i.e. Lower lod) than the comparator platform, then a low titer sample may receive a positive interpretation using the alinity m platform but may receive a negative interpretation using a comparator platform with less sensitivity. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-091) lot 525462 (and its components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-091) lot 525462 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 525462. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-091) lot 525462. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-091) lot 525462 was not identified.

Event description:
The customer is questioning results with a cycle threshold (CT) > 38 from an april 10th run on the alinity m sars-cov-2 assay. The customer will perform further tests for verification of results retrieved on the alinity m. The customer did not provide any sample ids (sids) so far. Local ambassador arranged a site visit and will provide further details. The customer did not provide the number of questioned results. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-91, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-91) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.